Manufacturer narrative:
As reported, patient experienced discomfort (pressure), unable to do sport and especially cycling and depression since the implant of a 3dmax mesh. No additional information can be requested. Based on the information provided, no conclusions can be made as to the degree to which the implant may have caused or contributed to the patient's postoperative complication. A review of manufacturing records was performed and found that the device was manufactured to specification. To date, this is the only reported complaint for this lot of (B)(4) units released for distribution. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported via ansm report (n°r2605557): as reported the patient underwent left inguinal hernia repair on (B)(6) 2025 with the implant of 3dmax mesh. "Intervention for inguinal hernia on (B)(6) 2025 I still have discomfort. I had an operation for a left inguinal hernia in (B)(6) 2025 and still have discomfort (pressure) during the day and especially at the end of the day. I can no longer do sport and especially no longer cycle. Depression and no understanding doctors and family." Current patient status: nr. Actions taken in the healthcare facility to treat the patient: nr.